Event description:
The customer stated they received a questionable total bilirubin (tbil) result for one patient on their p-module. The tbil units of measure were mg/dl. The customer stated the sample was run in a cup on top of a tube. The customer stated the patient was (B)(6), but could not provide the exact age. The customer stated the patient's initial tbil result was "22 point something" and it was reported outside the laboratory. The initial result was questioned by the nurse. The sample was repeated on the same analyzer and the result was "10 point something". The repeat result was considered correct. There were no adverse events. The tbil r1 reagent lot number was 66002401 and the expiration date was 06/30/2013. The tbil r2 reagent lot number was 65337901 and the expiration date was 02/28/2013. The field service representative removed the p-module's covers and observed the analyzer's operation. He found that the vacuum tubing had a tear in the rinse mechanism. He replaced the tubing. He tested the analyzer with precision checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.